Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a small delay of five minutes while the pump was changed out. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) ran testing and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.